Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this device was explanted and replaced with a device from another manufacturer due to code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.